Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
Information has been received and the device that has contributed to the reported event is manufactured by zimmer (B)(4), (B)(6). (B)(4).